Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening. As per the investigation procedure, crease, particle non panting nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.4; d9 , h3, h4, h6.